Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pain near the implant site of the implantable cardiac monitor (icm), and that the patient suspected the icm had moved within the pocket. The icm was removed and replaced with a pacing system. No further patient complications have been reported as a result of this event.